Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair with the patient application was confirmed. Based on the review of the patient app logs, it was observed that the device was unable to be found. No further information was available.